Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was due to a worn on/off button.

Event description:
The customer contacted physio-control to report that their device's on/off button intermittently doesn't work. As a result, the device may not be able to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.